Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional foxcross referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target area was a mildly calcified lesion in the mid section of the popliteal artery with 80% stenosis. A foxcross 3.0 x 80 mm x 135 cm balloon was advanced toward the lesion without any resistance noted. But during inflation, the balloon ruptured at 11 atmospheres (atm). The balloon was retracted from the vessel without issue and there was no resistance felt during retrieval. Then a foxcross 3.0 x 80 mm x 80 cm balloon was advanced toward the lesion without any resistance noted. However, during inflation this balloon ruptured at 12 atm. The balloon was retracted from the vessel without issue and there was no resistance felt during retrieval. Then, a new foxcross 3.0 x 80 mm (shaft length was not provided) balloon was used to treat the target lesion successfully. The result was reported to be satisfactory. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.